Event description:
It was reported that shaft break occurred. A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. During the procedure, the physician deployed the stent and withdrew, but the shaft rod broke around 133 cm from the hub. The device was immediately examined under digital subtraction angiography to see the integrity of the device, and no part was found to be left in the patient's body. Part of the stent material was implanted normally in the patient's body. The broken shaft had been taken out completely with normal operation without any surgical action. There was no residue inside the patient's body. The patient's vital signs and changes in condition were closely observed and no adverse reactions were noted. The patient was stable and has been discharged from the hospital.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. During the procedure, the physician deployed the stent and withdrew, but the shaft rod broke around 133 cm from the hub. The device was immediately examined under digital subtraction angiography to see the integrity of the device, and no part was found to be left in the patient's body. Part of the stent material was implanted normally in the patient's body. The broken shaft had been taken out completely with normal operation without any surgical action. There was no residue inside the patient's body. The patient's vital signs and changes in condition were closely observed and no adverse reactions were noted. The patient was stable and has been discharged from the hospital. It was further reported that the stent was implanted in left anterior descending artery (lad). During visual inspection, it was noted that the stent was well apposed to the vessel wall. Prior to withdrawal of the delivery system, a small segment on the deployed stent that looked a little narrow was noted. Upon withdrawal, the physician continued to expand the balloon to address the issue and was deflated normally. Additionally, it was noted that the broken shaft was contained in the guide catheter.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). Device evaluated by MFR.: promus premier ous mr 38 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found the stent was not returned as it was deployed successfully at the lesion site. The balloon cones were reviewed, and positive pressure were noted as its folds were opened with crimp markings visible on the exposed balloon profile. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a break in the midshaft section at 48.5 cm proximally to the distal tip. Additionally, multiple shaft polymer extrusion kinks were also noted. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. During the procedure, the physician deployed the stent and withdrew, but the shaft rod broke around 133 cm from the hub. The device was immediately examined under digital subtraction angiography to see the integrity of the device, and no part was found to be left in the patient's body. Part of the stent material was implanted normally in the patient's body. The broken shaft had been taken out completely with normal operation without any surgical action. There was no residue inside the patient's body. The patient's vital signs and changes in condition were closely observed and no adverse reactions were noted. The patient was stable and has been discharged from the hospital. It was further reported that the stent was implanted in left anterior descending artery (lad). During visual inspection, it was noted that the stent was well apposed to the vessel wall. Prior to withdrawal of the delivery system, a small segment on the deployed stent that looked a little narrow was noted. Upon withdrawal, the physician continued to expand the balloon to address the issue and was deflated normally. Additionally, it was noted that the broken shaft was contained in the guide catheter.